Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the atrial lead was noted. During the lead revision procedure, insulation damage on the atrial lead was observed. The lead was repaired with a silicone sleeve and remains implanted. The patient was stable with no adverse consequences.